Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into a patient during an ileal conduit procedure. When attempts to remove the plastic stiffening cannula during the procedure were unsuccessful, it was found that the cannula was lodged in the catheter. The device was then removed from the patient. There were no known consequences or adverse events reported.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest issues or gaps that could contribute to the release of nonconforming product related to the reported failure mode. The instructions for use highlight a precaution that states when inserting a stiffening cannula into a catheter with a retention suture, the user must hold the suture during cannula insertion to avoid bunching or tangling of suture. The document also instructs the user to inspect the device prior to use to ensure that no damage has occurred. A review of the device history record could not be performed because the lot information is unknown. Based on the information provided, no returned product and the results of our investigation, a potential cause could be traced to the user. It is possible that the customer did not hold the suture string tight when inserting the flexible stiffener into the catheter, causing the suture string to become bunched up and tangled around the flexible stiffener. This would make it difficult to remove the flexible stiffener from the catheter. Biological matter clogging within the catheter could also make it difficult to remove the stiffener. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.